Event description:
Limping [gait disturbance]. Swelling in knee [joint swelling]. Pain [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2011, from a physician regarding a pt. The pt's medical history is significant for previous treatment with synvisc. On an unspecified date, the pt initiated the synvisc treatment into an unspecified knee. The synvisc lot number was not provided. On an unspecified date after receiving the second series of synvisc injections. The pt experienced more swelling in the knee, limping and more pain. On an unspecified date, the pt's knee was aspirated of joint fluid. Additional treatments for the events included a steroid injection. The action taken with synvisc treatment was not provided. The pt's outcome was not reported. Concomitant medications were not provided. The intensity for the events was not provided. The relationship between synvisc and the events of "more swelling in the knee, limping, knee effusion and more pain" was not provided by the reporting physician.

Manufacturer narrative:
Eval summary: additional info was received on (B)(4) 2011, in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by he report.